Event description:
The customer reported, the table failed to move longitudinally. No reports of patient and or staff injury.

Manufacturer narrative:
The customer cancelled the service call. Therefore, no conclusion can be drawn. However, no reports of patient or staff injuries.